Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Cause of low bg level was unknown. Reportedly, customer consumed carbohydrates in an attempt to treat bg level prior to arriving at the ER. No additional treatment was provided for low bg level. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.